Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a stored electrogram review, that this system exhibited out of range atrial impedance measurements and loss of capture. No reported adverse patient effects and no information communicated on the atrial lead manufacturer.